Event description:
Pt called. Her dentist placed gdpg around the gingiva on tooth #3 to help with sensitivity around a crown where the tissue had receded. She said the gdpg came into contact with the corner of her mouth and it was very sore an hour after the appointment. She said the gingiva of #3 sloughed off up to her cheek. She did not seek medical care. Her dentist is referring her to a periodontist. She said the area is tender and she cannot brush that area. Her dentist did not prescribe anything but suggested rinsing with warm salt water. On (B)(6) 2013, spoke to dentist. They applied two layers of the gdpg and then rinsed after 60 seconds. They used cotton roll isolation. He said the pt did not have any symptoms or irritation when she left. He said she uses h2o2 rinses to whiten her teeth against his advice. He said he treated the area because she has 2 mm of recession and hypersensitivity. He stated that a dark line above #3 crown was visible before treatment. Discussed that rubber dam isolation is required in dfu. He said he has used gdpg on many pts and never had any trouble. On (B)(6) 2013, spoke to pt. She said that hygienist applied the gdpg and that she got it on her gums while applying. Ref MFR report: 9610902-2013-00044.